Event description:
It was reported that the power went out at the hospital for around 30 seconds (power bump) before the generator turned on. The alaris pcu turned off and did not remain on with the battery power. The pcu was plugged into the outlet the whole time. The equipment was in use on the patient. The nurse manager was present in 2 east department. No error messages or alarms were documented at that time. Once power was restored, the nurses turned the pcu on to continue use. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
The reported issue of alaris pcu turned off and did not remain on with the battery could not be confirmed as no product or device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 13feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the power went out at the hospital for around 30 seconds (power bump) before the generator turned on. The alaris pcu turned off and did not remain on with the battery power. The pcu was plugged into the outlet the whole time. The equipment was in use on the patient. The nurse manager was present in 2 east department. No error messages or alarms were documented at that time. Once power was restored, the nurses turned the pcu on to continue use. There were no adverse effects caused to the patient in the event.